Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Trunnionosis between the head and neck. Revision of head required. Surgeon stated pt had no pain for 12 months post primary implant then increasing joint pain from 12 months onward.

Manufacturer narrative:
(B)(6). An event regarding wear involving a v40 cocr lfit head 36mm/0 was reported. The event was not confirmed. -medical records received and evaluation: a medical review was performed based on the available information and concluded: "with many relevant potential sources of information not available, no certain root cause of failure can be established for this case due to lack of proper information." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
Trunnionosis between the head and neck. Revision of head required. Surgeon stated pt had no pain for 12 months post primary implant then increasing joint pain from 12 months onward.